Manufacturer narrative:
Age at time of event - 18 years or older.

Event description:
It was reported that the device was contaminated. A rotawire floppy 5 was selected for use. When the rotawire floppy was removed from the carrier tube resistance was felt. After removal from the carrier tube a slight bend and stretching was observed. The physician then decided to introduce the rotawire floppy into the patient; however, a black spot was seen before the ro marker under fluoroscopy. The rotawire floppy was withdrawn and replaced with another same device. No patient complications were encountered.

Event description:
It was reported that the device was contaminated. A rotawire floppy 5was selected for use. When the rotawire floppy was removed from the carrier tube resistance was felt. After removal from the carrier tube a slight bend and stretching was observed. The physician then decided to introduce the rotawire floppy into the patient; however, a black spot was seen before the ro marker under fluoroscopy. The rotawire floppy was withdrawn and replaced with another same device. No patient complications were encountered.

Manufacturer narrative:
Device evaluated by manufacturer: - the unit was returned, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. Visual inspection: the returned guidewire had the spring tip bent/kink. Microscopic inspection: the returned guidewire had the spring tip bent/kink and stretched. No spots were found near the spring tip. No spots were found near the spring tip.